Event description:
Fiber not detected due to failure of microswitch on fiber connector.

Manufacturer narrative:
The microswitch sensing the presence of the fiber had a failure. The completely fiber mount assembly was replaced. The event did not create injury to the patient because did not happened during a surgical intervention. The event probably delayed a surgical intervention.